Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and mechanical inspection. The visual inspection showed several damages such as an elongated inner conductor coil and a pulled off lead tip. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Due to these damages, any further analysis of the lead was not properly feasible. The dc resistance of the electrode fragments was measured instead and did not show any peculiarities. In summary, several damages were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The rv lead was extracted for very low sensed r-waves and dislodgement. During procedure the physician pulled on the lead and it appeared to be a successful extraction but then the insulation had separated at the lead tip, leaving the inner lumen/conductor behind. It was cut and successfully snared. There were no adverse patient events reported. Should additional information be received, this file will be updated.